Event description:
Customer states: during use on a pt at hospital, a nurse confirmed and reported to a doctor that the air leakage from the cuff continued. Customer confirmed that extubation and reintubation of a replacement tube was required. The customer confirmed no harm to the pt. Customer reported that later a supplier inspected the sample in the water and confirmed a pin hole in the cuff. Pre-test was done.

Manufacturer narrative:
(B)(4). No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be completed; therefore, we are unable to determine the cause for this specific event. However, manufacturing controls are in place to detect related issues and to reduce the potential for occurrence during the manufacturing process. Information of this nature is included in our database and monitored through trending.